Event description:
Additional information was received stating that the vns patient was referred for surgery. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Manufacturer narrative:
Additional information indicates that the initial reporter¿s first name was incorrectly spelled. The initial MDR indicated this information was unknown. It is now known.

Event description:
Clinic notes were received indicating that the vns patient went to the emergency room and was hospitalized from (B)(6) 2013 due to seizures. The patient was found on the floor with her eyes open and was unresponsive when the ambulance arrived. The patient did not recover in the emergency room, so she was admitted to the hospital. The patient¿s medication was adjusted at the hospital. The discharge diagnosis was relapse of unwitnessed seizures most likely due to breakthrough seizures and prolonged postictal state. The notes indicate that the patient¿s seizures showed signs they were pseudo-seizure in origin. Vns settings were to be adjusted following discharge from the hospital.